Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 18.0. Cloud - smartphone hardware iphone14.7. Cloud - cgm sensor type g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the emergency room with hyperglycemia. The patient's blood glucose levels reached 430 mg/dl while wearing the pod between 36 and 48 hours when insulin began leaking, forcing the pod to be removed. Prior to going to the ER, a new pod was placed. Symptoms reported include vomiting and fatigue. The patient was treated with intravenous fluids and was offered pain relief and nausea medications, but customer declined them. The patient was discharged after 4 hours.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear. Fluid path testing showed that fluid was able to pass out the distal tip of the soft cannula. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery.